Manufacturer narrative:
Device manufacture date: 06/2015. Based on the available information, this event is deemed to be a malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Note: a total of two cases are associated with this complaint. A separate FDA form 3500a has been completed for the unknown number of affected market unit(s) associated with this complaint. (B)(4).

Event description:
Information received from a retailer indicated that the tiemann/olive tip urinary catheters were "crooked". The products are stored in a warehouse and were not used on a patient. Photos were submitted and reviewed and depict a curve about midway along the catheter shaft.

Manufacturer narrative:
No physical sample has been received. The complaint does have a valid lot number and was investigated accordingly. A batch record review indicated no discrepancies. No non-conformance or discrepancies related to complaint issue was observed during manufacturing process. All relevant tests required during manufacturing process and the final product releases were performed and met test requirements. The process parameters adjusted during production were reviewed. All process parameters were adjusted within the validated process window. A photograph of affected products has been received for this complaint and was evaluated and confirms that the samples did not meet specification. The photo depicts a curve along midway along the catheter shaft. Review of the received photograph resulted in a discrepancy which will be further investigated. Therefore, this complaint will remain open until the investigation is complete. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on july 25, 2016. (B)(4).

Manufacturer narrative:
Investigation of the nonconformance (nc) associated with this complaint is complete and has been approved. The reported event of crooked product and peel-pack is most likely due to the operator's lack of attention during placement of peel-packs into the inner box. No additional action is required and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).